Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from the female patient receiving intrathecal morphine (concentration and dose asked; unknown) via an implantable infusion pump. It was noted that regarding the concentration and dose of medication she "had 8" but it was "now 4." It was unknown if that was mg/ml or mg/day. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient had repeated issues with her catheter. It was unknown what was exactly was wrong with the catheter, however it required a revision and the catheter had to be replaced. The drug, date of the revision, serial number of the revision kit that was involved, reason for the revision, symptoms, troubleshooting, and cause of the catheter issue remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.